Event description:
This complaint report involves a (B)(4) device that fractured during deployment, the relevant procedure was complicated and involved numerous devices. Following this procedure the patient involved in this complaint died due to excessive bleeding. A detailed complaint description is provided for in the additional information section. The investigation conclusion determined the zilver ptx device involved in this report was not the cause of the patient's death. This complaint has been deemed FDA MDR reportable based on the established reporting precedence for stent fracture. Following this procedure the patient suffered excessive bleeding and subsequently died. The complaint details received are as follows: a (B)(6) female patient with pad, diabetes, and history of smoking was brought into the interventional radiology procedure room around 5pm. The interventional radiologist (ir) evaluated on imaging a very tight stenosis in the left iliac artery. Patient's vessels were heavily calcified. After some difficulty trying to cross the lesion, radiologic technician (rt) asked ir if he would like to try an "up and over sheath." Their declined and decided to proceed with having the current short sheath in place. Balloon angioplasty was conducted and upon review of the images angioplasty was confirmed to be successful, but ir wanted to place a stent there as well more distally to cover up some additional disease. He requested a 6x80 zilver ptx stent and was informed of the sfa indication associated with zilver ptx. Using it in the iliac artery would be considered "off label. A 0.035" amplatz super stiff (boston scientific) wire and catheter kept buckling up in the aorta and took quite some time to follow the correct path into the sfa. Again, the idea of switching out for an "up and over sheath" or "interventional sheath" was discussed with the ir. He stated that he was "almost where he wanted to be" and wanted to continue using the current sheath. The wire guide was successfully placed and ir called for the zilver ptx drug eluting stent (6x80mm). The device flush was completed properly and the stent was then introduced over the wire. Initially, the ir stated that the stent felt "a little tight" advancing on the wire. Once the stent delivery system reached the bifurcation, the 6fr groin sheath began pulling out slightly. The stent was advanced slightly but not quite over the bifurcation. At this point, the stent was not advancing easily and cook representative (cr) told the ir that there should not be that much resistance and additional force should not be used. Cr advised that they should remove the stent and insert an interventional sheath to ease insertion of the device. The ir stated ''I've almost got it" and began trying to advance the stent again. While doing that, he stated "I think I crumpled the delivery catheter." The cr asked their if the stent could be removed and backed off the amplatz wire and he removed the stent without difficulty. After the stent was out of the 6fr sheath, the ir said to the cr: "oh, you were right, the stent wouldn't have deployed properly. Part of it is exposed." The cr received the damaged product from the sterile field and began to examine the tip of the device. The exposed stent was confirmed to be fractured and the red safety tab on the delivery handle remained intact. The wire guide was changed to 0.035" glidewire (terumo) while the nurse was prepping the next 6x80mm zilver ptx stent as requested by the ir. Ir was advancing the second zilver ptx stent over the glidewire. The cr advised him to stop if he met any resistance advancing the system. He then stated "oh, this is much easier," but when he got up to the bifurcation, he encountered the same resistance and removed the second zilver ptx device. The device remained intact, but did take the shape of the patient's tortuous vessels. It was not deployed. [Logged and investigated under a separate complaint file]. On the imaging screen in the control room, the cr noticed a piece of the zilver ptx stent in the left iliac artery. Ir was pleasantly surprised that the location of the stent was exactly where the lesion was he wanted to stent and said that it had deployed nicely against the vessel wall. Both irs began talking about different treatment options and the main ir decided to just leave it alone since it was in the appropriate location. He did not want to place another stent over the zilver ptx stent to secure it to the vessel wall or perform angioplasty. The ir thought the safest thing to do was just leave it alone. The leading ir was pleased with this result and asked for a 6fr angioseal closure device for the right groin. After a few minutes, the nurse notified the ir that there was some excess bleeding from the groin site. The ir began holding pressure at the site and the patient's blood pressure began to drop. The ir ordered a fluid1 bolus and maintained pressure on the groin site. The cr spoke with rt after about 15 minutes and he said the "patient was doing a little better." Since the patient's status was beginning to improve the cr began to pack up her things around 9pm. Patient arrived into the lab around approximately 9am with her nurse from the !cu. The patient was intubated and receiving multiple blood products. Ir was able to access the left groin with a micropuncture kit and insert a standard 6 fr sheath into the left groin. He was then able to pass a wire and catheter through the zilver ptx stent that was deployed the day before without any difficulty. The ir stated that the stent looked good and commented that it landed in the correct place in the iliac artery. The cr asked him his thoughts on placing a balloon-expandable stent over the zilver ptx stent at the end of the case after controlling the bleed in the opposite groin. He said that the stent looked good and he wasn't concerned about it causing any complications for the patient. After performing an angiogram, 2 areas of bleeding were noted. One at the original sheath puncture site, and the other just above it. During the procedure, the ccp (critical care physician) team was called and the patient began receiving chest compressions at 10:35am. A 6x100mm viabahn covered stent was then deployed over 0.018" wire to cover both retroperitoneal bleeds. Chest compressions continued and the patient's status continued to decline. At 10:56, one of the ccp called the time of death and the patient expired.

Manufacturer narrative:
Device evaluation: 1 x zilver ptx device was returned for evaluation. Device was not returned in the original package and was open on receipt. Device was returned together with the devices' outer box therefore rpn and lot number was confirmed to be (B)(4), lot# c945044. Red safety tab was also returned with the device however the safety tab was not in the device, but was returned separately. On evaluation of the returned device it was observed that the red safety tab was returned separately. It may be noted however that cook representative confirmed that when the device in question was removed from the patient, the red safety tab was completely intact and had not been removed. Cook representative personally removed the red safety tab after device was removed from the patient. Further device examination confirmed that the stent had been partially deployed and distal part of the stent was fractured. Fractured part of the stent was exiting distal end of the sheath approx 5mm. Distal part of the stent was confirmed to be missing as there were no gold rivets present on the fractured portion of the stent. Using calibrated ruler the outer sheath measured 123.9 cm and noted to be as per specification. The entire delivery system has been examined for damage and severe tactile damage of the outer sheath was detected. Outer sheath had been buckled between 85cm and 98cm from the proximal end of the sheath. Additional tactile damage was also noted between 105cm-106cm and 120cm-123.8cm from the proximal end of the sheath. The white tip was examined and it was evident that the tip had been severely deformed. This damage as well as the damage to the delivery outer sheath indicates that significant amount of force was applied during the procedure. From the information provided, it can be noted that delivery system was not advancing easily due to the patient's heavily calcified anatomy. This would explain damage evident on the delivery system tip as well as damage evident on the outer sheath. The delivery system was advanced over the non hydrophilic 0.035" wire guide without difficulties during the device evaluation in the laboratory. The partially deployed/fractured stent that remained in the delivery system was deployed in the laboratory without difficulties. The stent was examined upon deployment and stent fracture was confirmed again. Using calibrated ruler stent measured approx. 63mm-67mm, confirming that approx 13mm-17mm was missing from the stent. Complaint information as well as the image of angiography monitor confirms that the missing portion of the stent remained in the patient's iliac artery. Using the microscope, pusher ring and the tip was examined. The white tip had evidence of tip damage and also scratches/markings on the wall surface were observed. Scratches evident on the tip surface more than likely were caused by the fractured portion of the stent. Pusher ring was also examined and indentation was evident on the distal edge of the pusher ring. Image review: two still images and detailed operative report were forwarded for clinical review. The following independent clinical opinion was provided by dr timperman in relation to this complaint: findings: the two images are from the same angiographic run. Both demonstrated a segment of a zilver stent in the left common iliac artery. The segment is a piece of the distal stent measuring approx 11mm long. The aortic bifurcation is not particularly acute but the iliac arteries are heavily calcified and the access wire possibly could have gone through a heavily calcified plaque at the bifurcation. Additionally, the left common iliac artery is irregular and diffusely narrowed. Numerous moderate, likely heavily calcified, stenoses are present in all the imaged iliac arteries. The complaint report describes attempted placement of a zilver ptx in the left common iliac artery through a short right common femoral artery 6f sheath rather than through an up and over sheath such as a balkan sheath. A long up and over sheath not only provides smooth and protected delivery to balloons and stents to the contralateral side but also provides a means of managing untowards events with less difficulty. After difficult access and angioplasty of a severe common iliac stenosis, the operator decided to stent the segment with a zilver ptx. The cook representative pointed out that this was off label. The zilver ptx delivery catheter would not track over the bifurcation as evidenced by backing out the right cfa sheath. Continued advancement after repositioning the sheath resulted in buckling of the zilver delivery system but not before half to a third of the stent had advanced into the proximal left common iliac artery. Stent deployment was aborted and afterwards upon inspection, the stent was partially exposed and would not have deployed properly. Advancement of the second zilver ptx over the bifurcation also failed. This stent was not deployed and was removed intact with the delivery system. Impression: although the zilver ptx IFU does not specify an up and over sheath for contralateral access, it is conventional practice to do so. This facilitates tracking of balloons and stents over the aortic bifurcation, imaging of the contralateral limb and complication management. In this case despite suggestions from the it staff and the cook representative, this operator chose to advance the zilver ptx over the aortic bifurcation without aid of a sheath. The severe atherosclerosis prevented advancement either though wall friction and or because the guide wire travelled though plaque. The first zilver ptx partially deployed with the distal end of the stent fracturing such that it remained in the target lesion. This successfully although unintentionally adequately treated the target lesion. It is unclear whether or not the angioseal was deployed. If it was, it likely was outside its IFU. The second arterial injury above the puncture site is of unknown etiology. If it was more than a centimetre superior the puncture site, it may have been perforated during removal of the partially deployed zilver ptx. If it was just adjacent the puncture site, it is more than likely related to the angioseal and or increased sheath manipulations coupled with a highly diseased vessel. Had the bleeding been addressed in a timely fashion such as later that evening, the patient likely would have recovered with just a groin and or retroperitoneal hematoma. In order to determine the cause of the second arterial injury above the puncture site, the cook representative has been contacted and the following information was provided: "the second arterial injury was more than one centimetre above the puncture site. The physician was convinced that this second injury was caused by the closure device since there was some difficulty deploying the angioseal device." It may be noted that zilver ptx instruction for use includes the following information: "indication for use: the zilver ptx drug-eluting peripheral stent is indicated for improving luminal diameter for the treatment of de novo or restenotic symptomatic lesions in native vascular disease of the above-the knee femoropopliteal arteries . "Contraindication: ...patients judged to have a lesion that prevents proper placement of the stentor stent delivery system." "Warnings: ...the use of this drug-eluting peripheral stent carries the risks associated with peripheral artery stenting, including vascular complications, and/or bleeding events." "Precautions: to avoid involvement of the common femoral artery, the most proximal stent end should be placed at least 1 em below the origin of the superficial femoral artery.." Do not try to push the delivery system through stenoses that cannot be dilated to permit passage of the introducer catheter". .. If resistance is met during advancement of the delivery system, do not force passage. Remove the delivery system and replace with a new device." "Potential adverse events: ... Hematoma/hemorrhage, stent strut fracture, vessel perforation or rupture." Investigation findings: on evaluation of the returned device stent fracture was confirmed. Returned device had evidence of damage in multiple locations confirming that excessive forces were applied during advancement of delivery system into the lesion. Fractured stent segment remained in the patient and it has been confirmed that the separated piece adequately treated the target lesion. Delivery system could be freely advanced over the wire guide during the device laboratory evaluation, therefore advancement difficulties at the time of procedure were not caused by zilver ptx device malfunction. From the complaint description and provided images, patient anatomy was confirmed to be heavily calcified. Long up and over sheath was not used during the procedure despite recommendation provided by the ir staff and cook representative. Long sheath would help advance the zilver ptx delivery system without complications. Off label activities and failure to observe recommendations in the IFU were noted, such as stent placement in the iliac artery instead of femoropopliteal artery, delivery system was not removed despite resistance encountered during advancement and delivery system was pushed with force during device advancement. The user attempted to advance delivery system over the heavily calcified anatomy without aid of sheath. Zilver ptx delivery catheter would not track over the bifurcation and the operator continued advancement after repositioning the sheath resulted in buckling of the delivery system which was confirmed on evaluation of the returned device. Device advancement was discontinued however due to excessive manipulation of delivery system the stent partially deployed and had fractured. It has been confirmed that second puncture and therefore bleeding was caused by the closure device since there was some difficulty deploying the angioseal device. According to professional clinical opinion had the bleeding been addressed in a timely fashion such as later that evening, the patient likely would have recovered with just a groin and or retroperitoneal hematoma. Based on the above it can be stated that it is very unlikely that zilver ptx device could have contributed to the bleeding and patient death. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zilver ptx and zilver ptx drug eluting stent revealed no discrepancies that could have contributed to this complaint. There were no (B)(4) (zilver ptx) devices of lot number c945044 in stock at the time of the complaint investigation. The customer complaint can be confirmed as the stent was confirmed to be partially fractured and a fractured piece remained in the patient. The cause of stent fracture can be attributed to difficulties during advancement of delivery system. The user attempted to advance delivery system over the heavily calcified anatomy without aid of sheath. Zilver ptx delivery catheter would not track over the bifurcation and continued advancement with considerable force after repositioning the sheath resulted in buckling of the delivery system which was confirmed on evaluation of the returned device. The severe atherosclerosis prevented advancement either through wall friction and or because the guide wire travelled through plaque. As a result of these described difficulties device advancement was discontinued. Due to delivery system manipulation/failure to advance the stent partially deployed and had fractured. It may be noted that during the procedure, even after changing the wire guide from super stiff to glidewire, the resistance was still encountered with the second zilver ptx device. In addition, device evaluation confirmed that 0.035" wire guide could be freely passed through the device involved in this complaint. Therefore it can be stated that the cause of advancement difficulties can be attributed to the patient anatomy and user technique. According to comments provided by the interventional radiologist next day, the stent looked good and he wasn't concerned about it causing any complications for the patient. It may be noted that the patient experienced bleeding at the groin and above the puncture site. A definitive cause of bleeding at the puncture site cannot be determined however it is possible that this bleeding can be related to angioseal device which was used as closure device. Clinical opinion indicates that the angioseal device is indicated for placement in undiseased arteries larger than 4mm. Given the extensive atherosclerotic disease in the imaged iliac arteries it is very unlikely the right femoral artery was free of atherosclerotic plaque and possibly with a lumen narrower than 4mm. The second bleeding area was confirmed to be above the puncture site and information provided by the cook representative indicates that the physician was convinced that this second injury was caused by the closure device since there was some difficulty deploying the angioseal device. As per professional clinical opinion, had the bleeding been addressed in a timely fashion such as later that evening, the patient likely would have recovered. Quality engineering will continue to monitor complaints of this nature for potential emerging trends. A risk assessment has been raised for this occurrence. Any required actions will be addressed through the risk management process where applicable.